Event description:
It was reported that during a low anterior resection procedure, the staple line on the rectal stump was incomplete. The otomy made by the blade was partially stapled at the edges, but was open in the middle. The surgeon hand sewed the otomy closed.

Manufacturer narrative:
Information anticipated, but unavailable at this time.